Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than 1 hour. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device was received not deployed. Inspection of the download data shows that a drive stall occurred due to the hook talons slipping as indicated by a dip in pulse width in tandem with a failure to transition in the rotational sensor data. Rerun of the device did not replicate the slipping. No damages or defects were found that would cause the hook talons to fail to detent the gear. The hook talons slipping can be confirmed as the cause of the reported drive stall and resulting needle mechanism failure however the exact cause of the hook talons slipping could not be determined.